Event description:
Reporter called stating he received a recall letter in the mail regarding his dexcom g7 receiver. The letter is dated 06/03/2025, part number mt26403-0. He stated he had not had any issues.